Event description:
During an in clinic follow-up, noise resulting in oversensing and noise reversion was observed on the right ventricular channel. Provocation testing was performed and the noise was reproducible. The device was explanted and replaced to resolve the event and the patient was in stable condition. After replacing the device, no noise was observed during provocation testing and the physician alleged a malfunction against the device.

Manufacturer narrative:
The reported event of noise and oversensing was not confirmed by analysis. The device was received with normal output and telemetry communication. Noise and sensitivity testing was performed and revealed no functional issues. A longevity assessment found the device was operating above the elective replacement indicator (eri) level consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis detected an anomaly between the pre-cast header and titanium case during a visual inspection of the header attachment area. A feedthrough leak test was performed and no sign of hermeticity breach was observed. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.